Manufacturer narrative:
Final analysis found burn marks on the inner casing of the ac power adapter and burnt components on the printed circuit board of the ac power adapter and the transmitter, which contributed to the field complaint of a power up anomaly.

Event description:
It was reported that the merlin.net transmitter will not power up after an electrical storm. No additional information was reported.